Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced continuous glucose monitor (cgm) inaccuracies and an adverse event. The sensor was inserted into the arm on (B)(6) 2017. It was reported that the patient was feeling nauseous and the patient's mother did a finger stick check and the readings were inaccurate. The patient could not keep food down and was taken to the hospital. The patient was seen by the doctor who administered an intravenous due to the patient not being able to eat anything. The patient was released later in the day and was feeling fine. No additional patient or event information is available. Data was provided for evaluation. The reported event of inaccuracies was confirmed. A root cause could not be determined. It was reported that the sensor was inserted into the arm. Dexcom labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.